Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the product was not returned. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of discomfort, pain, impedance high, and error codes displayed on rc was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported the patient had their tined lead revised on (B)(6) 2024 due to high impedance. Initially, the patient was concerned about the MRI mode on their remote control. There was a red light on their remote, indicating high impedances on all electrodes. The patient mentioned experiencing a fall a couple of months prior and experienced back pain that eventually went away, then getting the red light on the remote. This resulted in the patient receiving imaging and the (B)(6) 2024 lead revision. Afterwards, the patient tried to receive an MRI and had a red light on their remote control. When the red light presented on the remote, it was for the impedance check. The patient has high (open) impedances on two electrodes but is able to use the remaining electrodes for therapy. The provider for the patient declined to do another lead revision on the patient as long as their current therapy is working with the remaining electrodes, which the patient concurred.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported the patient had their tined lead revised on (B)(6) 2024 due to high impedance. Initially, the patient was concerned about the MRI mode on their remote control. There was a red light on their remote, indicating high impedances on all electrodes. The patient mentioned experiencing a fall a couple of months prior and experienced back pain that eventually went away, then getting the red light on the remote. This resulted in the patient receiving imaging and the (B)(6) 2024 lead revision. Afterwards, the patient tried to receive an MRI and had a red light on their remote control. When the red light presented on the remote, it was for the impedance check. The patient has high (open) impedances on two electrodes but is able to use the remaining electrodes for therapy. The provider for the patient declined to do another lead revision on the patient as long as their current therapy is working with the remaining electrodes, which the patient concurred.

Event description:
It was reported the patient had their tined lead revised on (B)(6) 2024. Afterwards, the patient tried to receive an MRI and had a red light on their remote control. When the red light presented on the remote, it was for the impedance check. The patient has high (open) impedances on two electrodes but is able to use the remaining electrodes for therapy. The provider for the patient declined to do another lead revision on the patient as long as their current therapy is working with the remaining electrodes, which the patient concurred.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.